Event description:
It was reported that the patient underwent a thyroid procedure. A stylet was used while inserting the endotracheal tube but the tube length did not extent past the cuff. About an hour, to an hour and a half, into the thyroid procedure, it was discovered that the cuff was leaking air. The cuff but did not appear to be damaged. A bronchoscope was inserted into the patient. Bleeding was detected around the cuff. The area was suctioned. A laceration approximately 2 to 3 mm long was seen in the right post membrane of the trachea. On day one post-op, the patient was still intubated.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. (B)(4). The emg endotracheal tube is a single use reinforced tube. The emg endotracheal tube is intended for use as a means of providing both an open airway for patient ventilation and for intraoperative monitoring of emg activity of the intrinsic laryngeal musculature when connected to an appropriate emg monitor. The emg tube is indicated for use where continuous monitoring of the nerves supplying the laryngeal musculature is required during surgical procedures. The emg tube is not intended for postoperative use. The device instructions for use state "avoid damage to the trachea, larynx or vocal cords during insertion by inspecting the tube, cuff, and monitoring connections for damage which may occur if the cuff is over inflated during set-up testing." (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records is not available without additional device information.